Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES DIABETES station repeatedly disconnected from the network, required a reboot to restore connectivity. The Remote Smart Service status was showing offline.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 11-NOV-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network failure. A field service engineer confirmed with the customer that the device was experiencing intermittent connectivity issues. The customer stated that a similar issue had previously occurred on another device and that the Customer Support Center (CSC) had remotely accessed that device and provided resolution steps via email. Upon further discussion, the customer clarified that the information pertained to a different device in the dental department and not the affected unit. The customer advised that he would contact CSC directly to obtain remote support and resolve the connectivity issue. The system functioned as intended after the field service engineer investigated the issue.